Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which a 3.0 x 23 mm xience v stent was deployed in the mid left anterior descending artery (lad). There were no patient or product issues noted at the time of the procedure. However, in 2009, the patient presented to site with dyspnea on exertion and angina on exertion (angina class ii). In the next day, an angiogram revealed 99% restenosis of the mid lad proximal to the stent, and was treated with medication. As a result of the new lesion proximal to the stent, the patient underwent a coronary artery bypass graft (CABG) at about one week later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and stenosis are risks of coronary stenting procedures, and are listed in the IFU, as potential adverse events. Further, these patient effects, in addition to dyspnea and hospitalization are listed in the risk assessment, as no-fault post-procedure complications and not necessarily an indication of a product quality deficiency. In this case, it is possible that the angina and dyspnea are secondary effects of the stenosis, which was treated with CABG, requiring hospitalization. However, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.